Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implantation of a transcatheter aortic valve, the valve was checked under fluoroscopy to verify that loading was successful. A pre-implant balloon aortic valvuloplasty (bav) was then completed with a 20 millimeter (mm) non-medtronic balloon due to calcification. The valve was then inserted into the patient and upon initial deployment, the valve was noted to be constrained and also to have the presence of an infold. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was then loaded into a new delivery catheter system (dcs) with the use of a new compression loading system (cls). The valve was then checked again under fluoroscopy, verifying that the load was successful. Prior to insertion into the patient, a pre-implant bav was completed with a 23 mm non-medtronic balloon. The new valve and dcs were then advanced into the patient, and the valve was successfully implanted. A post-implant bav was then completed with a 25 mm non-medtronic balloon. Due to the constrained valve and infold, a 10 minute procedural delay occurred. No patient complications were reported as a result of this event. Per the physician, the patients calcified anatomy contributed to the constrained valve and infold.